Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that they observed intermittent mchc parameter out of range for the cell-dyn sapphire analyzer. All qc is within range and the levy jennings control charts for various parameters are withing assay range although slightly below mean target. The customer performed troubleshooting and replaced the cell-dyn hemoglobin syringe and noticed that the syringe appeared stiff. Customer reviewed their patient data and observed several outliers and noted that patient scatter plots revealed heavy cell clusters at the bottom of lymph population. The customer continued to perform troubleshooting maintenance and ultimately observed a hemoglobin syringe "failed to home" error message. The customer requested a field service visit to the customer facility and the issue was resolved. No impact to patient management was reported by the customer.